Event description:
It was reported the ratchet handle is not in conformity when opened up from its box. The central part of the handle remained on the base and the internal spring fell out while the handle was disengaged. No harm or delay were reported. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined that the bottom roll was damaged, and the ratchet spring, and gear were damaged. The bottom roll, screw, springs and gear were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.